Event description:
In 2009, the patient's mother reported that, beginning yesterday, the patient has had elevated blood glucose readings. She stated that last night and this morning, the patient's blood glucose was 15 mmol/l (270 mg/dl) and her current reading is 20 mmol/l (360 mg/dl). The patient's target reading is 10 mmol/l (180 mg/dl). The mother stated the patient has been treating her readings by bolusing via her insulin infusion device. The mother was instructed to check the device bolus history and she confirmed the bolus amounts were accurate. The patient has switched to her backup infusion device. The patient did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.